Event description:
It was reported that the patient implanted with this device passed away. The physician reported to a local sales representative that the pacemaker suddenly stopped working and this was confirmed at the patient's autopsy. Unfortunately, the physician did not provide the patient's name or device details, only that the patient was female in her mid-to-late 80's. There was some mention of an issue interrogating the device when the battery was low. No further information was provided and the local sales representative was attempting to track down the necessary details. Without the device model/serial numbers, we are unable to determine if this event was already reported.

Manufacturer narrative:
This report will be updated should additional information be received.